Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during an implant procedure, the surgeon attempted to insert the left hemisphere extension into the socket 1 of the neurostimulator header block but would only advance to the first electrode contact. Further attempts to advance the extension were unsuccessful. The physician was able to successfully insert the extension into the other socket of the device. The surgeon then tried to insert an 18 gauge needle into the obstructed socket but it would not go past the first electrode contact point. After several attempts, the needle was able to be forcefully inserted all the way in. It was recommended that the device not be used (in case the device was damaged by this) and a new neurostimulator was then used. There were no patient injuries and he recovered without sequelae.